Manufacturer narrative:
(B)(4). Device and samples not returned; reserve samples met specifications. The investigation team have completed an investigation and the results are as follows: in order to assess the sensitivity of architect anti-hcv, the investigation team tested a representative on-market retained sample (reagent kit stored at abbott laboratories) of an architect anti-hcv lot, that was shipped to (B)(4) in the timeframe (B)(6) 2008, due to the fact that the lot number the account used was not further specified. One replicate of the negative control, positive control and 10 replicates of sensitivity panel a (core only) and sensitivity panel b (ns3 only) were tested. Furthermore two commercially available seroconversion panels (B)(4) were tested. The results generated for the control values were well within the specifications stated in the respective package insert. Sensitivity panel a and b showed that the analytical sensitivity of the retained architect anti-hcv sample kit was in acceptable performance range. Additionally, for the two commercially available seroconversion panels ((B)(4)) the same bleeds were found reactive with comparable s/co values as historical clinical lots. Furthermore, the performance of sensitivity panel a (core only) and sensitivity panel b (ns3 only), both tested during manufacturing of architect anti-hcv reagents, were reviewed for the timeframe (B)(6) 2008. This review did not reveal any trends in regard to a down shift of the panel values. The investigation team cannot provide a specific reason why the account experienced this problem as no returns were available for further investigation. Nevertheless, discrepant results can occur based on different assay principles of each individual assay. For diagnostic purposes, results should be used in conjunction with patient history and other (B)(6) markers for diagnosis of acute or chronic infection. Therefore, abbott recommends further supplemental tests such as immunoblot assays and nat testing. The investigation team have evaluated your observation together with other performance feedback and verified that the product is currently continuing to meet performance specifications for specificity. This is a final report.

Manufacturer narrative:
Investigation in process, no method, results or conclusion can be drawn at this time.this report is being filed on an international product, architect anti-hcv list 6c37 which has a similar product distributed in the us, architect anti-hcv list 1l79. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account generated a negative architect anti-hcv result on a patient who was known to be hcv positive. Additionally, the specimen was sent to another laboratory which tested cobas 6000 = 400 (no units of measurement or interpretation was provided). The account stated the architect was not in use for the prior month and all assays were being transferred to the cobas. The account stated the architect maintenance was up to date but unsure of the needle age. The account also stated there were aspiration errors the day of testing. The account stated the negative architect anti-hcv results were reported outside of the laboratory and questioned by a medical practitioner. No impact to patient management was reported.